Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String fell off...led to a hospital trip. Retained, vagina [foreign body in reproductive tract]. String fell off-tampon [device breakage]. Case narrative: relative reported via e-mail that their sister used a tampon and the string fell off. No serious injury reported.